Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The rite failed during fill 1 with 49.3ml and drain 1 with 48.9ml. The rite limits were 744ml - 821ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to therapy monitored volume failed. The assignable cause for the rite failure of failed volume transferred comparison was undetermined.